Event description:
Manufacturer received a call from the patient's daughter stating that they received a replacement for her father's machine, but he has passed away and they don't need it. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.